Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and broke their arm. The implantable cardioverter defibrillator (ICD) exhibited delayed detection and some undersensing. It is unknown if this caused the fall. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.